Event description:
A nurse reported that during a combined cataract/vitrectomy surgery with a very hard lens, a "cascade" of glitter was noticed in the anterior chamber of the eye. The event occurred at the phacoemulsification step of the surgery. The particles appeared to be metalic and come from the phaco tip. The tip and handpiece were exchanged to continue the procedure. The surgeon tried to aspirate as much particles as possible but he could not confirm all of them were removed from the eye. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).